Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 02/09/2024 at 10:19:19.000, 11:08:05.000 and 19:38:43.000 during bolus deliveries. Pump alarmed no delivery/insulin flow blocked alarm in the force sensor test at 2 lbs. Pump passed the self test, displacement test, rewind test, prime/seating test and basic occlusion test. Unable to perform the occlusion test due to no delivery/insulin flow blocked alarm. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The force sensor offset measured within spec range during testing (23.4 mv). Customer alleged confirmed for insulin flow blocked/no delivery alarm due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow blocked alarm. Troubleshooting was performed, and the issue was resolved by the complete set change. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.